Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The event occurred between (B)(6) 2017 and (B)(6) 2018. The customer reported that the pressure tube from the pressurized inlet disconnected during priming.

Manufacturer narrative:
Two (2) used partial set transpac it lot# 3451008 were evaluated. There was an arterial tubing separation between the 79.5" tubing and the female luers for both samples. An incomplete solvent ring was observed around the end of the tubing for both samples indicating the tubing had inadequate solvent. The male luer on the other end of the 79.5" tubing was pull tested and passed specifications. Five (5) representative same lot samples were functionally tested and all samples met specifications. A device history record (DHR) was completed on the final assembly, sub assembly and relevant molded parts and no relevant non-conformities were noted. ICU medical, through continuous initiatives has initiated a multi-task team and reviewed the assembly process of the subassembly. Subsequent to the initial medwatch report manufacturing site was updated to reflect the legal manufacturing address instead of the address of the contact office.